Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney did allege injuries and additional surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient had the kugel mesh (device #1) implanted during a ventral hernia surgery. On (B)(6) 2014: the patient had the ventral mesh repaired. On (B)(6) 2015: the patient had the ventralight mesh (device #2) implanted during a ventral hernia surgery. On (B)(6) 2016: the patient underwent additional surgery due to the defective qualities of the mesh. On (B)(6) 2016: the patient underwent additional surgery due to the defective qualities of the mesh. On (B)(6) 2017: the patient underwent additional surgery due to complications from the (B)(6) 2016 surgery due to the defective qualities of the mesh. Patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. Patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. The mesh implanted in patient failed to function as intended because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead the mesh caused patient to suffer serious personal injuries requiring the need for additional future medical treatment and surgery(ies).